Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 a call was received from a johnson and johnson sales representative who reported that a patient (pt) "had issues with two twelve packs of acuvue oasys lenses. It was reported that a pt was diagnosed with eye infections and ulcers." On 13sep2016 a call was placed to the eye care professionals (ecp) office. A representative at the ecps office reported that the pts "eyes already appeared to be irritated and doesn't think it is the contact lens (cl) and thinks the pt is wearing the cls and sleeping in them." The representative reported that the pt returned on (B)(6) 2016 and obtained a new eye glass prescription. The representative reported that the ecp advised the pt that "he/she could never wear cls again because of his/her corneal ulcers." On 13sep2016 a medical record was received from the pts ecp and the additional information was obtained as follows: date of visit: (B)(6) 2016: od corneal ulcer: medium, slowly improving. Myopia: both eyes, moderately severe, slowly worsening. Medications: continue vigamox 0.5% 1 drop od q1h as directed. Glasses prescribed: od -8.50 va 20/40, os -9.25/+1.25/10 va 20/20. On 20sep2016 a call was placed to the pt and the additional information was obtained as follows: the pt reported that he can't recall the name of the treating ecp. The pt reported that he/she "had been wearing cls for a long time and never had a problem until now." The pt reported that "it started in (B)(6) and only used 2 pair of cls." The pt reported that on "the first day of wear the cls were ok until the end of the day and then both eyes started getting red and irritated." The pt reported that he/she "removed the lenses and soaked overnight in optifree replenish and did not sleep in lenses." The pt terminated the call and no additional information was obtained. No additional medical information has been received after multiple attempts to the pt and the pts treating ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lbbt was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 a call was received from a representative at the pts prescribing eye care professional (ecp). The representative reported that the product was returned. No additional medical information was received. On (B)(6) 2016 a call was received from the patient (pt) called to he/she was an experienced contact lens (cl ) wearer. The pt reported that he/she used 2 pairs of the (B)(6) brand contact lenses. The pt also reported that his/her ¿eyes were infected and he/she couldn¿t see.¿ the pt reported that he/she worked in landscaping. He/she also reported that his/her eyes ¿started getting irritated and red, went home and removed lenses and soaked in cl solution and wore them the second day with the same results.¿ the pt also reported that on the third day he/she inserted a new pair and experienced the same results and could not remove the suspect lens. The pt reported that the pt went to the ecp date of the event is unknown) to have the contact lenses removed due to the eye pain. The pt stated that the ecp gave eye drops to use every hour (name of the eye drop is unknown) and advised the pt to see a specialist. The pt reported that he/she went to the specialist as requested. It was reported that the pt agreed to sign a medical release form with the specialist for additional medical information. The pt reported that he/she ¿can¿t wear contact lenses again and needs to get better glasses.¿ the pt reported that he/she ¿has memory loss and can¿t remember things sometimes.¿ on (B)(6) 2016 a call was placed to the pt to see if he/she signed a release form with the specialist to release additional information. No additional medical information has been received. The product has not yet been received for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.